Manufacturer narrative:
The patient's previous driveline infection was reported under MFR # 2916596-2020-05096. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 with ongoing driveline drainage/driveline infection. A computed tomography (CT) scan showed an increase in soft tissue surrounding the driveline. Two blood cultures and a driveline culture were taken and were positive for (B)(6). The patient was taken to the operating room (or) on (B)(6) 2021 for a washout. Intravenous (IV) vancomycin was started with plans to continue for six weeks followed by lifetime bactrim.